Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4): a patient implanted for urinary dysfunction reported that she had been having problems with leaking on and off for the past two to three months, starting in (B)(6) 2015. It had gotten really bad the week prior to (B)(6) 2016. The patient experienced a loss of symptom relief and symptom control was not 50 percent or better. There were no traumas or falls reported that could be related to the issue. The patient wanted to meet with a doctor. No potential event cause, troubleshooting, or interventions were reported regarding this event. Further follow-up is being conducted to obtain additional information. (B)(4): additional information from the consumer reported that she met with a health care professional (hcp) that re programmed the device and the loss of effect was resolved. The cause was unknown. (B)(4): omitted information from pe (B)(4) not helping. Additional information received as patient reported that they had new implantation as first implant, which was reported in this event, was not working. They fell and it did not work. This implant was explanted on (B)(6) 2016. Patient was implanted with new device. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor. (B)(4): additional information was received from the patient and they reported previously reported information about first device replaced after a fall.

Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient implanted for urinary dysfunction reported that she had been having problems with leaking on and off for the past two to three months, starting in (B)(6) 2015. It had gotten really bad the week prior to (B)(6) 2016. The patient experienced a loss of symptom relief and symptom control was not 50 percent or better. There were no traumas or falls reported that could be related to the issue. The patient wanted to meet with a doctor. No potential event cause, troubleshooting, or interventions were reported regarding this event. Further follow-up is being conducted to obtain additional information. Additional information from the consumer reported that she met with a health care professional (hcp) that reprogrammed the device and the loss of effect was resolved. The cause was unknown. Additional information received as patient reported that they had new implantation as first implant, which was reported in this event, was not working. They fell and it did not work. This implant was explanted on (B)(6) 2016. Patient was implanted with new device. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.